Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. No unexpected numbers ramping during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, scratched reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error during a bolus and the device had a keypad anomaly. The number kept scrolling without the customer pressing any buttons. Customer's blood glucose was 288 mg/dl. The device was exposed to moisture. Customer was advised the device need to be replaced and the customer agreed.